Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging her onetouch verio iq meter read inaccurately high compared to her feelings/ normal blood glucose results. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began about 2 months prior to contacting lfs. The patient reported a blood glucose results of ¿528 and 520 mg/dl¿ with the subject meter. The patient manages her diabetes with insulin (type/ amount not specified). Based on the alleged results, the patient increased her usual dose of medications (amount not specified). A couple days after the start of the alleged issue, the patient claimed she felt a symptom of sweaty. The patient reportedly went to the emergency room (ER); however, treatment was not specified. Results obtained with the ER/ hospital meter were also not provided. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The cca was not able to walk the patient through quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed a symptom suggestive of serious injury after the alleged meter issue began.